Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. The device has been explanted and replaced.

Event description:
Previous medwatch submission noted deflation against the left side of the device. Upon further information, allergan has determined that the left side was found intact and removed due to exchnage therefore event of deflation did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, h1, h6.